Manufacturer narrative:
Attempts for additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, shock impedance measurements greater than 200 ohms were noted on the competitor right ventricular (rv) lead. As a result, a lead revision was performed. The new rv lead also noted impedance measurements greater than 200 ohms. A new device was implanted and the shock impedance measurements remained the same. No adverse patient effects were reported.